Event description:
An altitude alarm was reported for the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received tips for preventing altitude alarms from technical support and was able to resume insulin administration with the original cartridge.